Manufacturer narrative:
Additional information received reported that the patient returned for follow up approximately 4 years and 4 months post index procedure. It was reported that a secondary embolization procedure was carried out as treatment and the event was resolved on approximately one month later. It was reported that the secondary procedure was carried out to resolve the type I endoleak, false lumen enlargement and false lumen patency, the event status was updated to continuing and unresolved and was noted to be ongoing at the 5 year follow-up visit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B:5 additional information received. It was reported the type ia endoleak with maximum aneurysm diameter of 80mm was observed during a follow up CT. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vamc3636c150te, serial/lot #: (B)(4), ubd: 15-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 76mm thoracic aortic aneurysm. It was reported that follow-up approximately four years later, showed a peri-prosthetic leak probably a type ia with increased aortic diameter. The cause of the endoleak as per the physician was due to a peri-prosthetic leak. The investigator assessed the event as related to the study device, not related to the index procedure. No additional clinical sequelae were reported and the patient is being monitored.